Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage to keypad traces. There were no button error alarms and no display ramping on its own anomaly noted. The insulin pump was received with minor scratches on the lcd window.

Event description:
The customer reported via phone call that none of the buttons were working. Customer went to do a bolus and the keys were not responding. Customer had a button error and the pump started alarming. Customer then took out the battery. Customer's blood glucose was 350 mg/dl. Customer was just sitting down when the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.